Event description:
A customer reported to beckman coulter, inc. (Bec) that an erroneously high glucose (glucm) result was generated by unicel dxc 800 pro synchron clinical system on one patient sample. The erroneous result was not reported out of the laboratory. Critical rerun and repeat testing on an alternate instrument produced lower results. The results are shown. There was no impact to patient treatment.

Manufacturer narrative:
There were no issues with calibration or qc results. Service replaced the glucose electrode. The electrode has been returned to bec for further investigation. Root cause for the event is unknown at this time.